Event description:
The customer reported the o3 oximeter is giving low rso2 values. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. Sensor was able to obtain measurements on each channel at 75% rso2 through 10 minutes of continuous testing; measurements were acceptable when compared to measurements obtained by a known good o3 sensor. Internal inspection revealed contaminant on u2 chip on analog board. The reported issue was not duplicated as the sensor provided accurate readings. However, the contaminant on analog board u2 chip could potentially cause the lower values seen by customer. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event. Model # was corrected from 9637 to 24667.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the o3 oximeter is giving low rso2 values. No patient impact or consequences were reported.